Manufacturer narrative:
The device history record for lot 75ga4605 was reviewed. No anomalies were noted on the lot release paperwork. The device was returned for investigation. The investigation team was able to replicate the reported issue by firing the stapler onto a hard plastic material. This indicates that the drive mechanism within the reload and handle system experienced much higher than normal resistance during the firing process. The handles functioned properly without reloads attached so the resistance did not come from the handles. The root cause of the reported incident could not be conclusively determined. The potential root causes are high resistance to the firing motion from the reload or tissue/material in the jaws as indicated by the separation observed at the seam between the two handle shells.

Event description:
It was reported that during a laparoscopic nephrectomy during the stapler firing on renal hilum tissue, a loud crunch noise was heard. Un-crimped staples were observed along the staple line. The patient was less than 18 years of age, but no further patient information was provided.